Event description:
Boston scientific crm received information that this atrial lead fractured. The lead was explanted and replaced with an epicardial atrial lead. No adverse patient effects were reported.

Manufacturer narrative:
As of this report, the lead has not been returned. Should additional information become available, or should this lead get returned, this event would be updated.